Manufacturer narrative:
Button error alarm and intermittent button response due to corroded keypad traces. Insulin pump received with minor scratched display window, broken reservoir tube lip, and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. She was wearing her insulin pump on her short's waistband. The customer was unsure if one of the rides she went on, pushed the insulin pump against her body too hard. She did not go on any water rides. Customer's blood glucose level was 104 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.